Event description:
It was reported that during the implant procedure the right cylinder was punctured with an inflatable penile prosthesis (ipp). The ipp right cylinder was discarded and a new ipp cylinder was implanted. No patient harm occurred during the procedure.